Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 330 and 346 mg/dl. The customer¿s expected am fasting blood glucose test result is 140 mg/dl. The customer reported feeling nauseous; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 02/29/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only two results provided): result 1: 330 mg/dl, date: (B)(6) 2022, time: 10:30 am fasting. Result 2: 346 mg/dl, date: (B)(6) 2022, time: fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 23 dec 2022 to ensure that the customer's condition had improved. Able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated that he had obtained a different brand meter and would no longer be using true metrix meter.

Manufacturer narrative:
Sections with additional information as of 13-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.